Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. The reported event of service- device repair was created to document the event that the customer reported. The customer did not return the device for evaluation. The device wasn¿t returned to cad or the service depot for investigation or repair. No failure data exist to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined a review of the device history record for sn (B)(6) was performed from 08/14/2015 to 11/12/2020 and confirmed that this device was not previously returned for servicing, and there was no production failures which correlate to the customer reported issue.

Event description:
It was reported that the battery was falling out. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations.

Event description:
It was reported that the battery was falling out. There was no patient involvement.